Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with an approximately thirty-minute surgical delay and no adverse consequence to the patient. The shaft of the fractured screw remains in the patient's bone.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
Lot unknown (1): device not returned. H3 other text : device not returned by user.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with an approximately thirty-minute surgical delay and no adverse consequence to the patient. The shaft of the fractured screw remains in the patient's bone.